Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Poly swap, infection. The poly component was implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 50 similar complaints identified for star poly swaps with no indication of poly damage. Similar complaints identified do not aid in the investigation for this complaint as the lot numbers remain unknown for the similar complaints. Ohr review was not conducted due to the lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. The reporter stated "dr. (B)(6) completed an incision and drainage of a star total ankle due to suspected infection. During the procedure the existing implants appeared in perfect condition, old poly was not able to be obtained. Upon inspection of the joint dr. (B)(6) attributed the ankle pain to cellulitis but took specimen samples anyway." As the old poly was "in perfect condition" and there was no indication of poly failure, the root cause shall be attributed to surgical team - preference. The following information remains unknown: date implanted, patient height, weight, bone quality, activity level, and co-morbidities, lot number. Information not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 688 polymer components (pn: 400-14x) were sold between february 2023 and february 2024. With 51 reported events, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate.